Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact on the patient's blood glucose level reported. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.